Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed based on the archive data review, but not during the functional testing. No device malfunction was observed during the testing and the platform worked as intended. The archive data review showed occurrence of multiple ua45 error messages around the reported event date and the errors were cleared by the customer. The cause for the ua45 error message was due to the driveshaft not being at home position. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. The reported complaint of "the user noticed loose parts inside the autopulse platform" was confirmed during the functional testing. Noticed loose sounder and detached retaining ring from the sounder. The probable root cause could be due to normal wear and tear. The autopulse platform was manufactured in 2015 and is almost 5 years old. Upon visual inspection, unrelated to the reported complaint, noticed a damage on the front enclosure. The cause for the physical damage could be due to normal wear and tear or could be due to user mishandling. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, unrelated to the reported complaint, noticed stiff manual rotation of the drive shaft. The clutch plate was deburred to address the stiff rotation issue. The probable root cause for the stiff rotation of the drive shaft was due to normal wear and tear. The autopulse platform passed the functional test using both the normal sized manikin and large resuscitation test fixture (lrtf) in 30:2 & continuous compression mode without any fault or error. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn 41374) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. In addition, the user noticed loose parts inside the autopulse platform. No further information was provided. No consequences or impact to patient.